Manufacturer narrative:
The field service rep was unable to determine a cause. He examined the analyzer and reviewed calibration and qc. Precision checks were performed to verify analyzer operation. Instrument operating within spec.

Event description:
User received a discrepant pt result for hemoglobin a1c. The initial result was 10.38% and was reported to the doctor who questioned the result as accurate based on pt medical history. The sample was repeated in 2009, and recovered 6.72%. The user states the pt was not treated based on the initial result because it was questioned right way when doctor compared the result to previous results.